Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24 mm watchman flx laa closure device was implanted. Prior to the procedure, computerized tomography showed existing fluid surrounding the heart. During the procedure no increase in fluid was noted. Immediately post implant, the pericardial effusion was noted to have increased around the appendage and ventricle. A pericardial tap was performed. Current patient status is unknown.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24 mm watchman flx laa closure device was implanted. Prior to the procedure, computerized tomography showed existing fluid surrounding the heart. During the procedure no increase in fluid was noted. Immediately post implant, the pericardial effusion was noted to have increased around the appendage and ventricle. A pericardial tap was performed. Current patient status is unknown. It was further reported that the physician pulled out around 500 ml of fluid from the patient during the pericardial tap.